Event description:
Event description guidant received information that the patient was mountain biking when he collapsed and died. Afterward an interrogation attempt of the implantable cardioverter defibrillator (ICD) triggered a warning screen that indicated the ICD was permanently disabled with brady and tachy therapy no longer being available. The ICD was removed and returned to guidant for analysis.